Event description:
It was reported that during an atrial fibrillation (afib), the customer noticed approximately 10 mm map shift with a discrepancy in distance between the lasso catheter and the left pulmonary vein. There were no error messages or alerts displayed on the carto 3 system. Map shift noticed when checking pulmonary vascular (pv) post ablation. The acl function was in use during the case.

Manufacturer narrative:
(B)(4).